Manufacturer narrative:
Per (B)(4) - final report. Additional information requested was provided. The appropriate devices details have been provided and the relevant device manufacturing records have been identified and reviewed. The devices were manufactured according to specifications at the time of manufacture. The surgeon did a comparison between the 2017 images with the current ones. He confirmed in the operative notes that there is a tilt with verticalization of the cup and asymmetry suggesting wear of the pe in the cup or an intraprosthetic dislocation. Based on the above, and due to the fact that the devices were not returned and the x-rays not communicated, no further investigation can be conducted. It is not possible to determine if the event is due to a wear of the pe or an intraprosthetic loosening. The root cause cannot be determined. Corin now considers this case closed. Nb/ the lot code of the metal head hzc282 was updated following error of the reporter. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Mobilit & metal head revision after approximatively 8 years and 6 months due to loosening of the cup. Note: the mobilit insert (hdm252) and the metal head (hzc282) are not cleared in the USA.

Event description:
Mobility & metal head revision after approximatively 8 years and 6 months due to loosening of the cup. Note: the mobility insert (hdm252) and the metal head (hzc282) are not cleared in the USA.

Manufacturer narrative:
Per comp (B)(4) initial report. Additional information, including operative notes, x-rays, serious adverse event document (sae), medical history of the patient and if the patient experienced any trauma, has been requested in order to progress with the investigation of this event. Available information will be detailed in a supplemental report. The appropriate device details have been requested. The relevant device manufacturing records will be identified and reviewed. Conclusions will be provided in a supplemental report. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.